Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the motor device received an error code was confirmed. An assessment was performed and it was determined that the device console was displaying an "e6" error during the temperature assessment. During repair the flex circuit was found to be worn out causing the e6 error code. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device received an error code. It was reported that the type of error code was unknown. It was also reported that fluid may have leaked into the motor. During in-house engineering evaluation it was observed that the device was displaying an e6 error code. This event did not occur during a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.